Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. No troubleshooting was performed as the customer cleared the alarm prior to contacting tandem technical support. There was no reported impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.